Event description:
Pt contacted risk mgmt to notify them of problem arising from recent delivery of infant. Pt stated she has been in excruciating lower back pain and has been unable to care for infant or assume other family responsibilities. She stated she is currently being treated by her chiropractor as a result of broken stirrups on delivery bed. Video of delivery available which records inward rotation of right leg when pressed in place on stirrup during process of delivery. Unit director reports numerous problems with these stirrups since purchase but no other reported injuries to date.